Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). H11: two (2) samples were received for evaluation. A visual inspection with the naked eye was performed which did not identify any issues on sample one (1) however, sample (2) noted the white twist clamp was not fully aligned with the notch of the main body. Functional tests including leak and clear passage tests were performed on both samples with no issues noted. A clamp function test was performed on both samples which did not reveal any issue with sample one (1), however, sample two (2) revealed that when the twist clamp was closed it was not allowing flow through the set and the clamp locked in the wrong position. Therefore, sample one (1) met specifications and the reported condition was only verified on sample two (2). The cause of the condition was related to manufacturing that occurred during the milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets were unable to close. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.